Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 480 mg/dl; cause was unknown. Elevated bg was addressed with insulin given intravenously (IV) from hospital staff during a stay for a recent knee surgery unrelated to diabetes. Hospital staff removed the customer from pump therapy. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.